Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed on (B)(6) 2022. During the procedure, the spyscope ds ii catheter shorted out and showed the gray three dot sign on the screen. They unplugged and plugged the spyscope back into the controller and the problem was not resolved. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.